Event description:
Customer reported having difficulty with performing prime. Customer stated the insulin was not squirting out. Customer was instructed on the proper process and was able to prime. Customer also reported that she wears the insulin pump in her bra pouch and she sweats. She found that the sticker on the back of the insulin pump is worn off. Blood glucose value is 199 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, missing address or serial label, cracked belt clip slot and cracked battery tube threads. It was not able to prime during prime test due to moisture damage in force sensor resistor. Device also had moisture damage on motor.